Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 28-jan-2025, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 26-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturer representative (rep) regarding a patient who was implanted with a implantable neurostimulator (ins). It was reported that the patient felt she wasn't getting adequate coverage of her right side with her current lead placement so today her leads were replaced. When a lead check was done at the beginning of the case it showed her leads had fallen from c2 to c4. Both leads were removed, the doctor was only able to get one new lead in to the top of c1. The issue has been resolved.